Manufacturer narrative:
Associated with medwatch # 2020362-2018-00014. Product was received and analyzed. Analysis found the product is functioning as designed and alarming when weight was removed from the sensor pad. The alarm passed functional testing and we were unable to replicate customer's complaint of the product not alarming. At this there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported during use of the alarm, the unit did not sound when the patient's weight was removed from the sensor pad. Following the patient exit, the patient fell and hit his/her head. X-rays were needed and surgery was performed for evacuation of a hematoma. The alarm and sensor pad were tested by sale representative and both products were found to be working as designed. Event date is not known.